Event description:
Patient reported having alarms on his device and noticed a tear in his driveline where the silicone meets the metal connection close to the system controller. Driveline repaired with a clam shell.